Manufacturer narrative:
(B)(4). Date sent: 10/12/2021. H6: health effect ¿ clinical code = gastrointestinal system (e10). Additional information was requested, and the following was received: what surgical procedure was performed? Anterior resection. What is the product code for the device that was used in the procedure? Cdh31p. What is the lot number? Unknown. Does the surgeon believe there was an alleged deficiency of the ethicon circular device? No but cannot be certain. Please explain what is meant by, ¿anastomotic failure?¿ anastomosis came apart a few days later. Patient is extremely obese with short-thick mesentery did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Registrar. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low-middle b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? Yes. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were there any issues noted with staple formation at any point throughout the care of the patient? No. How many days postoperative did the leak occur? 4. How was the leak identified? Raised crp & CT scan. What was observed at the site of the leak upon reoperation? Anastomotic dehiscence how was the leak addressed? Subtotal colectomy and ileostomy. What is the current status of the patient? Discharged.

Manufacturer narrative:
(B)(4). Batch # unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the patient who had an operation on the 2nd july using the echelon circular stapler had suffered a completed anastomotic failure post-op. Patient passed all initial leak tests and anastomosis looked good under scope. Patient heavily obese and was a complicated case due to bowel tumor being so large they could not locate the ureter initially. Procedure: unknown.